Event description:
During placement of perclose, the device separated at the curve causing half of the device to be left in the pt. They were unable to pull the device back. Pt required surgery to remove device-until surgery manual hemostasis was utilized to prevent arterial bleeding.